Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2021. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Additional information: using powered since the release of product. Pin hole leak. Patient spiked a fever. Staples were good. When he re-did the surgery the end of the bowels was lying next to each other in the patient so there was not too much tension on the anastomosis. No evidence of ischemia. No issues with removal of device. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the surgeon had a post-op leak on a patient who had a rectopexy. There was a gap in the staple line on the antimesenteric border. Surgeon said he had redundant bowel so he can confirm there was no tension pulling on the staple line. Surgeon completed a leak test after firing the cdh29p and all had appeared fine at the time. The patient required a revision surgery.